Manufacturer narrative:
Investigation summary: it was reported the flush had resistance in the process of pushing. To aid in the investigation, two photos and one video were provided for evaluation by our quality team. One photo shows one syringe on top of a shelf box. The other photo shows four syringes on top of a shelf box. The video was not able to be played. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306595, lot number 0353419. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Investigation conclusion: based on the investigation and with no physical sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml saline fill china sp plunger was difficult to move. The following information was provided by the initial reporter: on (B)(6) 2021, in the process of catheter maintenance with prefilling, the nurse found that the prefilling catheter irrigator had resistance in the process of pushing, and it could not be pushed at half or 1/3 of the time. The head nurse required to replace this batch of product and give compensation.